Manufacturer narrative:
(B)(6). Add'l information: model # 80 cm. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous iliac artery. The 7.0 x 40 wanda pta balloon dilatation catheter and a non-bsc guide wire were advanced to the lesion. The balloon ruptured at 6 atm upon the first inflation. The balloon catheter was removed without difficulty from the patient and the procedure was successfully completed with another wanda balloon catheter. No patient injury or complications were reported. The patient's condition was reported as "good". This product is only ous approved but it is similar to an approved united states device.